Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date monitor: 03/09/2018. Electrode belt: 08/21/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was unconscious and alone at the time of passing. It was reported that the patient's passing was cardiac related and emts attempted resuscitation. Review of the download data, indicates the patient received one shock in response to CPR artifact. The patient was in CPR artifact at the time of the treatment at 01:08:50. The patient's post shock rhythm was CPR artifact with cardiac activity. The response buttons were not pressed during the event. The patient passed away on (B)(6)2020 at approximately 1:41am.